Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implant detect did not complete on the implantable pulse generator (ipg). Implant detect was turned off. It was also reported that the lead exhibited low impedance. Reprogramming was performed. The device and lead remain in use. It no patient complications have been reported as a result of this event.